Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
Date sent to the FDA: 6/9/2016. Additional information: other relevant history. (B)(4). It was reported that following insertion the patient experienced bleeding, dyspareunia and vaginal scarring.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and the bard pelvicol acellular collagen matrix was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced frequent urination, painful urination, nocturia, leaking urine, and difficulty starting to urinate.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.